Event description:
Customer reported receiving two faulty vanish point syringes from the ancillary kits. The fist malfunction was when one of the needles would not retract easily. The second malfunction occurred when the needle retracted before the vaccine entered the patient, and the vaccine squirted all over the father's leg and patient's leg.

Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified (B)(6) and (B)(6) for awareness.